Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had issues with the system controller when he was in the cardiovascular intensive care unit the patient had episodes of power spikes and high flows approximately 1-2 days post-implantation of the lvad with an increase in lactate dehydrogenase (ldh) to 5--600. The patient was discharged home 3 weeks after implantation of the lvad and then readmitted with a drop in international normalized ratio (inr), power spikes up to 14 watts and ldh of 1600. The patient was listed as status 4 for treatment. Suspected thrombus was reported. It was reported that the patient underwent a successful heart transplant procedure. The subject pump will be returned.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.